Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Monitor sn (B)(4) and electrode belt sn (B)(4) have not been returned for investigation. A review of device download data does not suggest any device malfunction. No treatment was delivered by the device.

Event description:
A us distributor reported that a patient had developed an open sore underneath one of the ECG electrodes. The sore was reportedly bleeding. The patient's nurse put a layer of calmoseptine cream with zinc on the sore, and the irritation was healing. Additionally, the patient reported that she was "zapped" by the lifevest. A review of device download data confirmed that the patient was not treated by the lifevest.